Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device¿s low voltage of fio2 sensor was observed. The device¿s cable, system board to fio2 sensor was replaced to address the issue.